Manufacturer narrative:
The philip field service engineer (fse) and the customer's biomedical engineer examined the failure and found that the fall was due to a misplacement of the rail, since there were no anchors, in addition to the area where the amount of the rail was already saturated with other former anchors preventing the correct settlement of the rail. All this led to extra weight of the monitor which triggered the monitor to come down. The philips field service engineer (fse) conducted a review of arms and rails from the rest of the areas of the hospital, this was: review of the correct positioning of the rail, proper installation of screws and wall anchors, review of ordinary motions, review of non-ordinary movements as well as lever arm with built-in monitor; his finding was that emergency pediatric and emergency areas in perfect condition, however in the area of recovery and nicu found rails with one or two screws missing. The philips fse evaluated these non-philips mounting stands and the hospital was to address his findings. Patient harm was reported, but it remains unknown what kind of injury it was. No serious injury or death was reported. The customer staff was to address the condition of the non-philips mounting solution. The mount and monitor remains at the customer site. The cause of the monitor falling was a non-philips mounting solution that was not in an effective configuration. Philips will consider that there was no serious injury or death. The issue is considered to be fully resolved. There is no indication of any systemic problem or philips device or accessory problem. No further investigation, action or communication is warranted.

Manufacturer narrative:
The philip field service engineer (fse) and the customer's biomedical engineer examined the failure and found that the device fall was due to a misplacement of the mount rail, where there were no anchors installed, and the area where the rail was mounted was already saturated with prior anchors preventing the correct settlement of the rail. This unstable arrangement was the cause of the monitor falling down. The philips field service engineer (fse) conducted an evaluation of the arms and rails for the other areas in the hospital and found that not all were installed properly and some rails had one or two screws missing. The customer staff was to address the condition of the non-philips mounting solution. Patient harm was reported, but it remains unknown what kind of injury it was. No serious injury or death was reported. The mount and monitor remains at the customer site. The cause of the monitor falling was a non-philips mounting solution that was not an effective configuration. There is no indication of any systemic problem or philips device or accessory problem.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a mx700 monitor fell down the mounting and hurt a patient. Patient harm was reported, but it remains unknown what kind of injury it was.